Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This information was received from a competitor. All data pertinent to the event is provided.

Event description:
It was reported that the patient received inappropriate shocks, which were classified by the physician as inappropriate since the lead had problems in acquiring a ventricular signal due to lead damage. All episodes of ventricular fibrillation were classified as muscular interference, as reproduced by patient arm movements. The lead was to be replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "good".